Event description:
It was reported that a patient had a pne procedure done on (B)(6) 2026. During their trial phase, the lead broke. The physician removed the broken pne lead on (B)(6) 2026, and the patient was not harmed. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.